Event description:
It was reported that during a laparoscopic lobectomy, the staples malformed. Only middle part of entire staple line was formed. Doctor put some overstitches to close the tissue. There was no pt consequence.